Event description:
The customer observed negatively biased total b-hcg ii, tsh, and nt-probnp quality control results on the vitros eci analyzer. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The root cause of the false negative quality control results was determined to be the signal reagent metering assembly. The root cause is analyzer related. Ocd field service investigated and made necessary repairs, returning the vitros eci to expected operation.